Event description:
Patient was in or with head placed on doro headrest for frontal craniotomy with pins placed in usual fashion. While patient was being draped for procedure, the patient's head fell out of the headrest and pins. The resident caught the patient's head in his hands. Patient was woken up to do neuro exam and MRI which were normal. Patient then re-anesthetized and operation continued.====================== health professional's impression======================bolt disengaged - should have been secured - a piece was discovered to be missing from the ridge====================== manufacturer response for doro headrest, doro headrest======================manufacturer concerned, has visited facility to examine and has reenacted the situation and were able to see how the teeth of the device became disengaged with little pressure. Plans to replace device.